Event description:
It was reported to baxter (B)(4) that the fill port of one (1) basal/bolus infusor was observed broken during filling. The device was being filled with morphine hydrochloride. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of broken fill port could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review could not be conducted as the lot number was not known. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.